Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the sac package was inspected before opening the assistant nurse realized the guidewire was bent.

Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire for analysis. The guide wire tubing and packaging was not returned. Visual analysis of the guide wire contained one distinct kink. This type of damage observed is consistent with defects related to shipping and handling. However, without the packaging being returned, this cannot be confirmed. No other defects or anomalies were observed. The kink in the guide wire measured 192mm from the distal weld. The guide wire total length measured 350mm, which is within the specification limits of 345mm-355mm per the guide wire graphic. The guide wire outer diameter measured .510mm, which is within the specification limits of .508mm-.533mm per the guide wire graphic. A device history record review was performed, and no relevant findings were identified. The lidstock graphic was reviewed as part of this investigation. The lidstock contains the words "do not bend" on both the top and bottom. The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was kinked. The guide wire met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. However, without the packaging being returned, a full investigation was unable to take place. Therefore, based on the report from the customer and the sample received, the root cause of this investigation is deemed undetermined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that when the sac package was inspected before opening the assistant nurse realized the guidewire was bent.